Manufacturer narrative:
Investigation summary: "material #: 368836 lot/batch #: 1270588 bd had not received samples, but 3 photos were provided for investigation. The photos were reviewed and the indicated failure mode for insufficient blood flow with the incident lot was not observed. The photos show a used eclipse signal needle with blood in the chamber but they do not show any insufficient blood flow. Additionally, 10 retention samples from bd inventory were evaluated by functional testing, each used to fill 2 tubes with water, and no issues were observed relating to insufficient flow as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode insufficient blood flow. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported when using the bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder the blood stopped filling the tube. This event occurred 10 times. The following information was provided by the initial reporter. The customer stated: ¿after first tube the chamber filled up a lot with blood and the blood stopped filling the tubes. Those patients had very good veins and blood flow. This has happened 5-10 times with same lot. They had to do a new blood sampling on the patients.¿